Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coating of the tip peeled off. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention procedure. Ablation was performed at the lesion. It was noted that after the third pass through the lesion, the lesion was unable to be ablated. Rotational speed did not decrease at any point. It was suspected that the diamond tip coating had peeled off. The device was replaced with a another of the same device, and the procedure was successfully completed. No patient complications were reported.